Event description:
See initial report.

Manufacturer narrative:
Through follow up communication livanova deutschland learned, that the hospital had a transition period ((B)(6) 2018/ (B)(6) 2019) before using all devices for all the procedures out of the operating room. Furthermore, customer is stating to clean and disinfect all heater cooler devices according to instruction for use.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). The laboratory report has been provided. Through follow up communication, livanova (B)(4) learned that from (B)(4) 2018, all the 3t devices in this center are placed outside of the operating room. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an heater-cooler system 3t was found to be contaminated with mycobacterium chimaera and avium. The analyzed sample was taken from the unit on the (B)(6) 2018 and the device resulted to be positive to the mycobacterium chimaera and avium on (B)(6) 2018. The device has been used until (B)(6) 2018 and then removed from service. The unit has been cleaned and disinfected according to the IFU and placed outside of the operating room. There is no known patient involvement.